Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power alarms when disconnected the system controller¿s black power lead was confirmed via analysis of the returned system controller. During testing of the returned system controller (serial number: (B)(6)) the backup battery compartment was opened to inspect the backup battery, revealing that the backup battery ribbon cable was not fully seated to the backup battery. Further inspection of the backup battery revealed that pin 11, which carries the signal used by the backup battery to determine if the white power cable is connected to external power, was bent. This would result in the reported event when disconnecting the black power lead. The bent pin was then straightened, resolving the issue. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were submitted and downloaded for review and data associated with the reported event was observed from 11oct2025 to 28oct2025 and reviewed. The log files captured intermittent no external power alarms from 11oct2025 at 14:19:36 to 28oct2025 at 08:47:25 that occurred when the black power lead was disconnected from an external power source; this is consistent with the backup battery not detecting the presence of the white power cable. The alarms resolved each time the black power cable was reconnected to external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported no external power alarms was determined to be due to a bent pin on the backup battery; however, the cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22oct2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate ii IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that when checking the patient's system controller data, multiple no external power events were noted. Log files were sent for review. Log files captured numerous false positive voltage issues. While disconnecting the black cable, while supported by the white cables, there was a no external power alarm when the battery clips were exchanged. It was assumed that the issue was with the white cable. The decision was made to switch the patient's system controller. The alarms were resolved once the system controller was exchanged. The system controller was intended to be returned for evaluation.